Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-may-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal (baclofen) at unknown c oncentration/dose via an implantable pump for intractable spasticity and cerebral palsy. The hcp reported that when pump and catheter were implanted the surgeon was unable to thread the catheter up high enough as most of patient's spasticity was in the upper extremities so the therapy had never really worked for him. They were weaning off and planned to explant in december. The hcp mentioned that mother of patient heard a single tone non-critical alarm starting yesterday. Pump elective replacement indicator (eri) was in september. Agent reviewed steps to silence the audible alarm.